Event description:
It was further reported that stimulation was not working on her feet anymore and the neuropathy was coming back. The patient was having a hard time walking and keeping balance. The patient had had adjustments within the past 4-5 months. It resolved the issue then, but the issue had started again within the past 3 weeks. The patient had moved and was looking for a new physician.

Event description:
It was reported that the patient experienced a return of the neuropathy in her feet, about a month prior to the report. The patient also stated that her stimulator would not ¿behave.¿ the patient stated it had ¿a mind of its own.¿ the patient would be walking and it would turn on full blast and knock her off her feet and the patient couldn¿t stand up. The patient would feel a surge of stimulation, an overstimulation, which was ¿really big.¿ it would also last for a while. This had been getting worse all the time and had been going on for a month as well. The patient was redirected to her physician. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).